Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the device training manuals, risk factors for aortic dissection, cardiac/aortic hematoma, or annular rupture during the tvr procedure include significant valve over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien transcatheter heart valve (all models) relies calcium to securely anchor in the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that patient factors (lumpy calcium on the non-coronary and right cusps) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported, it was a case of a 26 mm sapien 3 ultra resilia valve implanted in the aortic position by transfemoral approach. No device difficulties were observed during the case. After valve deployment, the patient developed low blood pressure while remaining stable. Angiography demonstrated a contrast leak near the right coronary region suggestive of a root injury, and a pericardial effusion of approximately 1-2 cm was noted. The team prepared for pericardiocentesis, and echo was performed while a wire was being positioned for introduction of the pericardiocentesis kit. The patient's condition then stabilized, and subsequent angiography and echo indicated that the annular injury had resolved spontaneously with cessation of bleeding. However, during preparation for pericardiocentesis, the needle advanced too deeply, causing the wire to enter the right ventricle and extend into the pulmonary artery, which required surgical removal. The wire was successfully removed, and the patient remained stable, later returning to the cath lab for femoral sheath removal before being transferred in stable condition to the recovery unit. The patient was doing well, echo looked good and the patient has been moved from enhance recovery unit to the ward. The perceived root cause of the injury was lumpy calcium on the non-coronary and right cusps.